Event description:
It was reported that the surgeon attempted to insert an aa4204vf silicone single piece lens but the lens tore. There was patient contact, but no injury.

Manufacturer narrative:
H6: evaluation results - visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.